Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a clearlink system secondary medication set broke/snapped off after being inserted into a non-baxter closed system drug-transfer device (cstd). This issue occurred while connecting a mini bag of pembrolizumab. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the actual device and a photograph of the sample were provided for evaluation. The returned photograph was reviewed, and a visual inspection was performed on the actual sample, and it was noted that the spike was broken. An under-water pressure test was performed, and no leaks were observed in other components of the returned sample. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.